Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that after a battery change, the insulin pump did not turn on. Customer checked the battery polarization and the battery was inserted incorrectly. Customer's blood glucose was 130 mg/dl. Customer was advised to buy a new battery cap.